Event description:
A blood culture vial was broken during removal from the hospital's bactec instrument. The technician was splashed with blood and culture media in the face. She was wearing gloves and a lab coat but was not wearing safety glasses. Her face and eyes were run through running water for a minute and she was sent to employee health for follow up.

Manufacturer narrative:
Conversation with the technician revealed that she was pulling a positive blood culture from the top instrument in one of the top racks. She is short in stature, so when she pulled on the bottle it splashed down onto her face, eyes and lab coat. A gram stain was done on the bottle with no organisms seen and no growth was observed from the subculture. The pt tested negative for (B)(6) in (B)(6). Technician indicated employee health drew blood and ran tests. No further test results or treatment details have been provided. No additional investigation regarding the culture bottle could be conducted due to the inability to retrieve a lot number of the broken bactec blood culture vial. No returns are received due to the nature of the complaint. Bd will continue to educate the customer concerning proper handling of bactec bottles and any breakage that may occur. Bd will continue to closely monitor this type of issue.